Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.2, reference: 1.7, mean: 1.95, confidence limits: 1.3-2.7. Inratio: 3.0, reference: 2.2, mean: 2.60, confidence limits: 1.6-3.4. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient was milking the finger and using two drops of blood. Per product user guide under "precautions and warnings", it is advised not to use repetitive pressure to collect the sample and to use only the first drop of blood. Milking the finger releases interstitial fluids and may cause inaccurate results. Customer's improper sampling technique may have contributed to the inaccurate inr results. No strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.2, lab: 1.7. Date: (B)(6) 2011, inratio: 3.0, lab: 2.2. Patient's therapeutic range: 2.0-3.0 inr.